Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: no lot number provided and product was discarded nothing to return. Failure mode: broken during use. Root cause: product not received at investigation site. Conclusion code: indeterminable.

Event description:
In this event it is reported that proultra endo tip #5 pack broke during use. No injury occurred.